Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous forearm graft. The physician advanced the 7.0mm x 100mm mustang balloon catheter to dilate the lesion. The balloon was inflated twice. During the third inflation, the balloon catheter ruptured at 20atm. The device was removed intact and the procedure was completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: during an attempt to inflate the balloon, a pinhole leak was identified. The leak was located at 3.7cm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and markerbands could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).